Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis. The customer states that insulin was not being delivered. The customer states ever since receiving the replacement pump, they have had nothing but issues. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 313mg/dl. The customer states they treated with bolus from the pump. The customer did not wish to troubleshoot the device and wanted it replaced. The customer was advised that the pump would be replaced and returned for analysis. The customer was advised that the replacement would not guarantee the issues would be resolved, due to not troubleshooting the device. The customer was advised to call back if issues persist to conduct full troubleshoot.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.